Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing kinked below the hub after placing the IV. The following information was provided by the initial reporter: "per nursing report: on 7/2/2022 'after placing IV in patient- was unable to get any further blood return and could not flush when I noticed this kink in the line just below blue hub... In looking at the product, there is a very distinct kink/crease within the catheter tubing within one cm. Below the blue hub (non-needle side). The kink occluded the catheter flow."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary: bd received an unsealed 22 gauge nexiva single port unit from lot 1305465 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that only the extension tubing was returned with the adapter. The needle or catheter were not returned. The extension tubing also appeared to be cut and had the clamp activated. A kink was discovered in the extension tubing and when the clamp was disengaged a second kink was discovered where the clamp was located. Next, the engineer attempted to flush the extension tubing and the device flushed successfully. However, since the needle was not returned with the device the engineer could not test the device for flashback. Additionally, since the device flushed successfully the engineer was unable to identify any occlusions or issues with the fluid rate. Therefore, based off the visual inspection and testing the engineer was able to verify the reported issue of kinked tubing but could not determine any issues with the device's flashback or flow rate. Also, the engineer could not determine a definitive root cause for this issue as the device was returned opened and without the remaining components of the device.

Manufacturer narrative:
The customer's address is unknown. Minnesota, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing kinked below the hub after placing the IV. The following information was provided by the initial reporter: "per nursing report: on (B)(6) 2022 'after placing IV in patient- was unable to get any further blood return and could not flush when I noticed this kink in the line just below blue hub... In looking at the product, there is a very distinct kink/crease within the catheter tubing within one cm. Below the blue hub (non-needle side). The kink occluded the catheter flow."